Manufacturer narrative:
(B)(4). Root cause identified as workmanship issues during battery pack assembly, coupled with shock and vibration during transit. Process improvements and additional production controls were implemented at the battery pack manufacturer.

Event description:
The customer reported that the battery burn mark. Patient involvement has not been reported.